Event description:
The patient was being transported from his/her hospital room for a head CT scan. The nurse attached ox uspeaez to the patient's ventilator. The charge nurse noted that at the time the ox uspeaez was attached to the ventilator the ox uspeaez read full. After an unknown period of time the ventilator stopped working. The charge nurse again checked the ox uspeaez and noted that it was empty or low enough to stop the ventilator. The patient went into cardiac arrest and was transferred to a room with wall supplied bulk oxygen (not supplied by airgas). The patient later expired after an unknown period of time. Airgas concluded its testing conducted, which concluded that the ox uspeaez filled correctly and provided flow per design specifications.